Event description:
It was reported that patient underwent knee procedure 2000. Subsequently, patient was admitted 2008, for revision of left total knee secondary to pain & instability, secondary to loose components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. This report filed october 17, 2008.